Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned, however a companion sample was returned. The companion sample, from the same lot, was visually and functionally inspected by tightening the minicap onto a transfer set luer. The test revealed no defects nor damage with the sample. Functional testing was performed utilizing underwater pressure testing and no leaks were detected. Therefore the reported condition could not be confirmed, nor could a cause be determined. (B)(4). This is now report 2 of 14.

Event description:
It was reported that a patient's minicap had cracked during use. The cracked minicap was not discovered until after the patient had placed the minicap on the transfer set. The patient stated that they had not over tightened the minicap, when placing the cap on the transfer set. The minicap was removed and replaced with a new one. This is report 2 of 13 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was requested and a follow-up report will be submitted if additional relevant information becomes available. This is the same patient as (B)(4).